Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the extension legs detached from the powermidline was confirmed and the cause appeared to be manufacturing related. Two 4fr single-lumen (s/l) powermidline catheters were returned for investigation. The catheters exhibited evidence of use. Non-vad injection caps were attached to the connectors. Each extension leg separated from the molded wing. No portion of the extension leg was observed within the molded wing. The molded insertion depth of the extension leg within the wing appeared to be insufficient. It appears that each extension leg detached from the molded wing due to the shallow insertion depth. The manufacturing facility was notified of this complaint. Reynosa evaluation complaint due to ¿purple extension leg detached¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, and measurements taken at vad lab it was concluded that the insertion depth of the purple extension tube on mold pin used during the molding process was not enough causing the reported event. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of reds2452 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had an issue with two power midlines. Further information has been requested. (B)(6) 2020 - returned catheter shows detached extension legs. This report addresses the second device.